Event description:
A sample was not returned for evaluation nor did provide a catalog number or lot number. Therefore a complete investigation could not be performed.

Event description:
The pca continued to beep. When the pca was checked a crack was noted in the tubing. The tubing broke in half when removed from the machine.